Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio was unable to download the device's electronic records. Physio-control re-seated the user interface and system pcb assemblies and replaced the batteries as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device powered off and back on multiple times. There was no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to obtain patient information, however the customer has not responded to those attempts.